Manufacturer narrative:
Batch review performed on 08 november 2024: (B)(4) items manufactured and released on 18-feb-2022. Expiration date: 2027-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review clinical evaluation performed by medical affairs director: 2 years after revision tka with a cemented constrained device the insert fixation screw is found loose in the body. Revision and screw substitution is highly recommended, and apparently the surgeon has already decided in this sense. According to report, the torque-limiting screwdriver has been used at index surgery, and therefore no identifiable cause for screw loosening could be identified. Normally, the only condition that was reproducibly leading to self-unscrewing was insufficient tightening torque. The torque-limiting device, if used properly, ensures that the correct torque is applied. The backing out of a screw when the torque-limiting device is correctly used is extremely unlikely, but it cannot be excluded. Root cause: the cause could be insufficient tightening torque at the time of primary operation, but this cannot be ascertained and other causes may have originated the issue. The device history record review does not indicate any potential manufacturing-related issue.

Event description:
During a check-up performed 2 years 1 month after the primary, the extension stem screw was found unscrewed and migrated. The torque limiting screwdriver was used during primary surgery. Revision surgery planned.

Manufacturer narrative:
Updates received on 03. December.2024: event description updated with the information related to the revision surgery performed on (B)(6) 2024 (section d6b). Piece available for analysis (section d9 and h3). The item is not returned yet. Section corrected: d2a, g4.

Event description:
During a check-up performed 2 years 1 month after the primary, the extension stem screw was found unscrewed and migrated. The torque limiting screwdriver was used during primary surgery. Updates: the revision surgery was successfully performed. Only the extension stem screw was removed. The other components were stable and were left as they were. The patient does not have any problems.

Manufacturer narrative:
Fu 2: - reference and lot of the extension stem correction. In the initial was reported the reference and lot of the femur. - date of piece returned - visual inspection - a typo was present in the clinical evaluation. Insert screw was reported instead of extension stem screw. Visual inspection performed by r&d manager: revision surgery after 2 years from primary surgery for self-unscrewing of the screw that secures the fixation of the extension stem to the femoral component. During the revision surgery, the loosened screw was removed and all the hardware was left in place as the system was stable. The returned screw is not damaged. The cause for self-unscrewing is likely insufficient tightening torque. Given the assumption that the dedicated torque limiting screwdriver has been properly used to tighten the screw, we can hypothesize that the screw was not properly positioned and was not 'in-axis' with the stem during assembling and the screw got stuck with the thread of the stem before being completely engaged. From visual inspection, there is no evidence that the event is related to a faulty device. Clnical evaluation performed by medical affairs director: about 2 years after revision tka with a cemented constrained device the extension stem screw is found loose in the body. Revision and screw substitution are highly recommended, and apparently, the surgeon has already decided in this sense. According to the report, the torque-limiting screwdriver has been used at index surgery, and therefore no identifiable cause for screw loosening could be identified. Normally, the only condition reproducibly leading to self-unscrewing was insufficient tightening torque. If used properly, the torque-limiting device ensures that the correct torque is applied. The backing out of a screw when the torque-limiting device is correctly used is extremely unlikely.